Manufacturer narrative:
Product analysis: analysis confirmed that there was an error when the programmer was started up. It was also found that the emergency key was broken off from the bezel and was not operational. The touchscreen was out of calibration. The lower case was damaged, the handle was broken, and the display's rear cover was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error. The programmer has been returned for service. No patient complications have been reported as a result of this event.